Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/03/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a preface guiding sheath with multipurpose curve and the hemostatic valve separated. The returned device was visually inspected upon receipt and it was found in normal conditions. The brim cap was received snapped to the unit. A functional analysis was performed introducing a lab sampler vessel dilator several times through the sheath and the brim cap and during this procedure the brim cap and gasket remained snapped together. The same result was observed when a catheter was introduced through the sheath. In addition, the brim cap and ring hub outer and inner diameters were measured and were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a preface&#59399;guiding sheath with multipurpose curve and the hemostatic valve separated. After the sheath was inserted into the patient, the port part of the sheath came off when the lasso catheter was going to be inserted into the sheath before the pulmonary vein isolation. The issue was resolved by changing the sheath to another one. The procedure was completed without patient consequence. The issue is MDR reportable because it has the potential to cause patient harm.